Manufacturer narrative:
Date sent to the FDA: 12/28/2016 additional information was requested and the following was obtained: please send email when the lot number becomes available. -the lot number is jt8457. Was there a failure of the locking plate mechanism? -yes. When the reservoir was pressed to reactivate the system, a snapping sound was heard. It seemed the locking plate inside the reservoir was broken. Procedure name. -no information. Did the drain function properly upon first activation? -yes. How was the case completed? -no information.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
During sample evaluation defect was witnessed - lock of the reservoir did not work due to plate was broken. Sample was completely reviewed and besides the broken plate, it was in good condition. Root cause could not be determined due to it was not possible to know when the plate was broken. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer¿s control.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there a failure of the locking plate mechanism? The sales rep had an interview with the head nurse on (B)(6) 2016. According to him the situation was follows. The lock did not work after the reservoir was emptied at the surgery ward. The cap of exit port was open while pressing the reservoir to lock it. When pressing the reservoir, a snapping sound was heard. It seemed the lock was broken at that time.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the reservoir was connected to a drain. During the procedure, the lock did not work after the reservoir was emptied and the cap of exit port was open while pressing the reservoir to lock it. When pressing the reservoir, a snapping sound was heard and it seemed like the lock was broken at that time. There were no adverse patient consequences reported.